Event description:
It was reported the patient had one of their leads explanted on (B)(6) 2014. It was reported the patient was explanted due to cervical myelopathy. It was reported rest of the patient¿s system remains implanted and in use for their lower extremities. It was reported the reason for explant was due to bilateral hand numbness, loss of dexterity and strength, poor balance and difficulty walking. It was noted the patient left the or in satisfactory condition and impedances were within normal range for the remaining lead.

Event description:
Additional information received reported the patient had been seen on (B)(6) 2014 and did not complain about pain but their ¿nerves did not calm down¿ from the surgery they will see the patient again in (B)(6) 2014. It was reported the doctor¿s notes regarding the explant stated the way the lead had been placed was ¿causing flattening of the spine¿ and was the reason for explant.

Manufacturer narrative:
Analysis of the lead, lot # v130367, found the # 3 conductor was broken (overstress damage) near the #3 connector weld site. It was reported #4 and #7 conductors were broken (overstress damage) 7.4 cm from the distal end. It was noted that circuits #4 and #7 were open and the #3 connector was pulled off. It was reported there was a short (overstress damage) between #1 and #3 circuits and was suspected to be at conductor stretched site. It was noted the #3 connector at the proximal end was not returned and the lead was pinched by the suture. Analysis of the anchor, serial number unknown, reported the anchor had been cut.

Event description:
Additional information received reported no pathology testing was done on the explanted devices as no tests were ordered by the health care provider (hcp).

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v130367, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead. Product ID 377675, lot# v011890, implanted: (B)(6) 2007, product type: lead. Product ID 3708260, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3550-39, lot# n236417, implanted: (B)(6) 2010, product type: accessory. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID neu_siliconeanchor, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported the lead, anchor and two boots were returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Supplemental submitted for additional information received, for updating to conclusion coding and for addition of device code.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 3998, lot # v130367, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type lead; product ID 377675, lot # v011890, implanted: (B)(6) 2007, product type lead; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3550-39, lot # n236417, implanted: (B)(6) 2010, product type accessory; product ID 37752, serial # (B)(4), product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).